Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Part:359.217 lot:3156765 manufacturing site: werk hagendorf supplier:na release to warehouse date: (B)(6) 2009 expiration date: na a manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. The photo was returned to depuy synthese for evaluation. The depuy synthese team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the cutter f/ten was broken across the cutting bush-handle intersection, the distal tip of the lever appears to be deformed. The handle is partially visible. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Dullness of the device cannot be assessed through photo investigation, hence this condition cannot be confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthese quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the cutter f/ten. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in australia as follows: it was reported that on (B)(6) 2023, the instrument was sent back to the loan team tagged as broken. A hospital representative said that one of the registrars couldn't get it to cut. No further information is available. This report involves one cutter for ti elastic nails. This is report 1 of 1 for (B)(4).